Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that error was caused due to overfilled cubie. A technical support specialist, verified with customer that they unwrapped the packaging to verify that the cubie was securely closed and recovered all storage spaces to resolve the issue. The device functioned as intended after the customer resolved the issue.

Event description:
It was reported by the customer that the pyxis medstation es system drawer is unable to open. The customer stated that the malfunction caused a delay in accessing medication. There were no adverse events or injuries reported based on this incident.